Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as far as delay goes, only while the customer was on the phone waiting for different resolutions. The operating surgeon did not have the patience for any other time-consuming resolutions; thus, the reason he finished without using arm 2. Patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported during da vinci assisted hernia surgical procedure; arm 2 was acting up. Prior to calling, the customer tried two different instruments in arm2. It was also stated the arm was flashing yellow and the instrument was not being recognized. No related errors were noted in live events. Customer reseated the sterile adapter and instrument, but issue was not resolved. The technical service engineer (tse) recommended replacing the drape on arm2. Customer was unable to replace the drape during the time of the call, and they are electing to continuing as planned without using arm2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse has arrived on site to perform a troubleshoot sq0929 because of a customer complaint of usm2 having issues during case. Fse performed a test drive on system sq0929 and found no errors during test drive or in logs. Fse perform a system software update, a as well as a files update. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a software update to the system and files update to resolve the issue.